Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturers final investigation and updates to d9, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. Error 86 appeared in the device log and was duplicated during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable root cause for this complaint is maintenance. Olympus will continue to monitor field performance for this device.

Event description:
It was reported when the urologist started the device during a lithotripsy, error code 86 appeared. The staff followed the error instructions (disconnected the fiber and restarted the equipment) but when the urologist re-started the procedure, error code 86 reappeared. The urologist stopped the procedure. The lithotripsy was rescheduled for a later date; the urologist placed a double j catheter. It was noted that the lithotripsy was not urgent/emergent and the patient outcome was good.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.